Event description:
It was reported that the patient was connected to the mobile power unit (mpu) when alarms started. Troubleshooting was attempted with the patient over the phone. The mpu was connected to the same outlet as the universal battery charger (ubc), and both appeared to have received power. The v-lock connector was fully attached. There was no power loss to the house. The patient connected the backup system controller to the mpu, and it charged but when the primary system controller (B)(6) was connected to the mpu, a connect to power alarm occurred. The patient connected to the batteries with no issues. When the power module at the hospital was connected white to white there was no data received. The system controller was exchanged to (B)(6), and the patient tolerated it. The mpu still alarmed when the patient connected it to the new system controller. The system controller (B)(6) and mpu (B)(6) were returned. The patient had log files prior to connection to the mpu and then after the connection. The event log files captured some atypical voltages when connected to the mpu. The patient received a loner mpu, and no further alarms occurred. Related manufacturer reference number: 2916596-2024-00245 (system controller (B)(6)).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Incidental finding revealed that upon further log file review, there was a loss of power while on the mpu on 05jan2024 from 10:37:33 ¿ 10:37:49. Manufacturer's investigation conclusion: the reported event of connect to power alarms occurring while on the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned for analysis, and a log file was downloaded (d1180853) from the returned heartmate 3 system controller (serial number: (B)(6)) for review that showed events spanning approximately 8 days (31dec2023 ¿ 06jan2024, 18jan2024 per timestamp). Atypical low voltage and power cable disconnect alarms that were associated with relative state of charge (rsoc) invalid faults were active on 06jan2024 from 01:35:23 ¿ 12:59:39. The alarms occurred on both power cables while the controller was connected to the mpu. The alarms did not occur while the controller was placed on battery power or while connected to the power module. Pump operation was not affected by these alarms. The driveline was disconnected on 06jan2024 at 14:45:56 for a system controller exchange. There were no other notable alarms active in the log file. A log file (20240108_022341) was submitted for review following the controller exchange from the patient¿s new primary heartmate 3 system controller (serial number: (B)(6)). A review of the log file showed events spanning approximately 5 days (20sep2023, 01jan2000, 06jan2024 ¿ 08jan2024 per timestamp). The driveline was connected to the system controller on 06jan2024 at 13:56:00. Atypical low voltage and power cable disconnect alarms that were associated with rsoc invalid faults were active on 06jan2024 from 14:29:55 ¿ 14:31:50. Which is consistent with the provided information of the alarms reoccurring following the controller exchange. The alarms occurred on both power cables while the controller was connected to the mpu. The atypical alarms did not occur while the controller was placed on battery power or while connected to the power module. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The mpu (serial number: (B)(6)) was returned to the service depot and was connected to ac power and booted up as intended. The mpu was connected to a test controller. Upon connecting the driveline of the mock loop to the controller, a connect power alarm appeared on the controller. The cause of this alarm was isolated to the patient cable of the mpu. The cable was replaced, and the unit was functionally tested. The mpu passed all testing with the new patient cable. The mpu was returned to the customer and the cable was forwarded to product performance engineering (ppe) for further analysis. Further testing was performed via ppe. The returned patient cable was inserted into a test mpu; which was connected to a test controller. Upon connecting the controller to a mock loop, a connect power alarm became active. Insulation testing was performed, and it was found that the grey, relative state of charge (rsoc), wire was shorting to the shield of the cable. The outer jacket was removed, and damage to the grey wire was observed. No further testing was performed. A root cause for the connect power alarms was determined to be due to damage to the grey, rsoc, wire of the mpu¿s patient cable; however, the root cause for damage to the cable was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, low voltage, power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications.. No further information was provided. The manufacturer is closing the file on this event.